Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had leakage of secretion. The customer also stated they remove leakage unit and use the new one instead. Decannulation/reintubation was required